Event description:
AED reported to issue low battery warning not resolved by battery replacement. No pt use is associated with this event.

Manufacturer narrative:
(B)(4). Due of age of unit, customer advised to remove AED from service. Customer will not be returning device or eval. The AED is not going to be evaluated. This report is based on the info from the customer.